Manufacturer narrative:
Other applicable components are: product ID: 978b128, lot#: va2dtme, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4)/va2dtme, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the implant was working great for the patient's symptoms until a couple weeks after implant when they had a surgery on their ankle(unrelated). The patient stated they didn't know what happened but the therapy stopped helping, the patient started experiencing a shooting pain down their leg and the managing health care provider (hcp) did an x-ray which showed the lead had migrated. The patient stated as a result, the neurostimulator had been turned off because they didn't want to have another unnecessary surgery to remove the system and they had been doing botox injections instead which have been helping the patient. The patient called to inquire about MRI compatibility and if they should place the implanted system in MRI mode if it was already off. Patient services reviewed the MRI guidelines with the patient. The patient stated they would wait until they had another reason to have a another surgery and then at that point, they would seek to have the implanted system removed. Documented reported event. No further action was taken by patient services. See related pe  (B)(4) and lead migration-replaced.

Event description:
Additional information was received from the patient. It was reported that the lead had migrated 3 times, surgery performed twice to replace lead. No further complications were reported at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2dtme serial# implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back reporting they had their interstim system removed today due to the previously reported lead migration. They had discontinued the therapy and have started using botox injections. Consulted with mobility to perform handset wipe. Transferred patient to prs to update registration records.